Manufacturer narrative:
On (B)(6) 2019, the mentor failure analysis lab has received the device for evaluation. Upon receipt of the device, mentor became aware that the suspect device's lot number was l43407. This device was manufactured in the mentor leiden facility in the netherlands. The mentor leiden breast implants that are manufactured and distributed under the mentor brand but are not approved for import into the united states do not appear to meet the criteria for MDR reporting as a same or similar device to a device that is marketed in the united states. Specifically, the devices differ in manufacturing processes and device specifications. However, as this event was already reported, mentor will send this last follow-up report and no further supplemental reports will be submitted thereafter. On (B)(6) 2019, the product investigation was completed. Device investigation summary: during visual evaluation of the device it was observed to be ruptured, additionally a crease within the rupture was noted. No other anomalies were observed. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. It is possible the fold or wrinkle rupture was caused by the stress occasioned to the shell by the capsular contracture. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4). This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: bilateral capsular contracture; baker grade iii, and bilateral breast implant rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent revision breast augmentation with a 450cc mentor memorygel breast implant on both sides and was presented with bilateral capsular contracture; baker grade iii, and bilateral breast implant rupture. As a result, the devices were explanted, and replaced with mentor gel implants on (B)(6) 2019. This report is for the patient¿s right-sided device.